Manufacturer narrative:
The insulin pump had minor scratched lcd window, cracked case at display window corners, cracked belt clip slot, cracked reservoir tube lip, scratched reservoir tube window, and stained end cap sticker.

Event description:
It was reported that the customer's insulin pump had a scratch on the screen. The customer's reported blood glucose level was 148 mg/dl. The customer was advised to disconnect from the insulin pump and revert to back up plan. The product will be returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.